Event description:
It was reported that there was no capture post implant of lead of lead. The patient was brought back for repositioning and the physician observed blood under insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was observed to have blood ingression. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Electrical test results were within specifications. Concomitant: 4076 implantable pacing lead implanted: (B)(6) 2013, addrl1 implantable pulse generator (ipg) implanted: (B)(6) 2013. (B)(4).